Manufacturer narrative:
The device was not returned for analysis. There was no model/serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient purchased intraocular lenses (iol) which "had some spots on it." The patient also reported that "there is something wrong with the geometry of these lenses" which has created a problem with the patient's vision. No further information is available.